Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a thoracic and cervical system. This report is on the cervical system. It was reported the patient was not receiving effective stimulation. Lead diagnostics showed multiple high impedances. The patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced. Therapy was resumed.

Event description:
Follow up information identified the patient is receiving effective stimulation.